Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cosmetic damage and scratches all over the screen due to which they cannot read the display. Customer's blood glucose level was unknown. Customer reported that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.